Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information confirmed that the event happened during no case (no patient involved), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device continues to report blocking alarm. The malfunction happened during treatment and caused a delay. There was no back up available. No patient was harmed.